Event description:
It was reported that the patient was in the hospital in shock and had an intra-aortic balloon pump (iabp) placed, and a stent placed in their outflow graft on (B)(6) 2024. The patient continued to have a dilated left ventricle with the aortic valve opening every beat. It was noted that the clinic was considering replacing the pump. Log files were submitted for review and captured low speed advisories and low flow events from 1630 through 1647 when it was assumed that the iabp was placed. Several fixed speed changes were also noted throughout the log with the current speed set at 7000 revolutions per minute (rpm)s. There were no low flow events noted that would have been related to a patient clinical concern or obstruction. Pulsatility index values were between 2-3 and non-variable. Based on the log files data the device appeared to be functioning as intended. On (B)(6) 2024 it was noted that the patient was in the operating room for a pump exchange and the pump would return. An echocardiogram was performed in which the physician was unable to see laminar flow into ventricular assist device (vad) inflow. The left ventricle was unable to be decompressed with increasing pump speed and the aortic valve remained opening every beat with increasing pump speed. Due to these echocardiogram results the decision to exchange was made. The patient passed away on (B)(6) 2024 due to vasoplegia and end organ failure post pump exchange. The pump was functioning as intended and no additional information would be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photograph confirmed evidence of developed thrombus depositions within the lumen of the inflow cannula; however, a specific cause for these depositions could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 13.5" from the pump header. The remaining distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The cuff lock was returned partially retracted, and the apical cuff was not returned. Examination of the textured, blood-contacting surface of the inflow cannula lumen revealed the presence of a dark red, soft formation. The formation was adhered to the distal wall of the lumen and appeared consistent with coagulated blood. Despite the presence of this formation, the majority of the blood flow path appeared patent and there were no additional depositions observed throughout the device. Additionally, no relevant low flow events were captured in the submitted and retrieved log files, and review of the patient's history did not reveal any prior relevant complaints. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted photograph appeared to capture thrombus depositions within the inflow cannula lumen. The adhered depositions appeared white and red in color and significantly occluded the blood flow path. The depositions appeared to have developed in the distal lumen of the inflow cannula; however, a specific cause for the formation of the depositions, as well as a length of time for which they were present in the inflow cannula, could not be conclusively determined through this evalution. It should be noted that the appearance of the depositions in the submitted photograph was not consistent with findings from the returned product evalution. A specific cause for the change in appearance could not be conclusively determined through this evaluation. Review of the submitted system controller log files, as well as the retrieved left ventricular assist device (lvad) log files, revealed no notable events or alarms. The pump appeared to function as intended. Incidental findings: 1) pump start-up issue identified during post-explant testing due to an issue with bearing current phase i1. Although a specific cause for this bearing issue could not be determined, this finding is unrelated to this event and did not appear to affect pump function during support. 2) during the log file review it was noted that the fixed speed was set below the low speed limit. Per design this will post a low speed advisory alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also includes an explanation of all pump parameters, including pump flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also cautions the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.